Manufacturer narrative:
(B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30130784l number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered complete atrioventricular heart block requiring pacemaker implantation. During the procedure, the patient developed complete heart block. A permanent pacemaker was needed to be implanted. The patient was reported in stable condition and was transferred to the coronary care unit (ccu). There¿s no indication that extended hospitalization was required. Patient¿s outcome and physician causality opinion are unknown. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on september 19, 2019. The male patient required extended hospitalization for the implant and had recovered. In the physician¿s opinion the cause of this event is unknown, may have been an anatomical anomaly. Therefore, b2. Is hospitalization initial/prolonged and a3. Sex have been processed. In addition, the physician contact information was provided. Therefore, e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e2. Health professional? And e3. Initial reporter occupation have also been processed. Manufacturer's reference number: (B)(4).